Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was air in the line. The customer reported that during morning qc, air was consistently being pulled into the pump syringe upon refilling it. The customer did not notice anything out of the ordinary to cause air in the pump syringe. Per additional information received, after swapping out the accessory package with a new one, everything was functioning normally again. There was no medical intervention given.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. D4 model number and catalog number have been corrected per information received from the customer.

Manufacturer narrative:
Investigation summary: the device history record (DHR) was not reviewed because the lot number reported does not correspond to the product code reported. One sample was received at the manufacturing site. A visual inspection and functional testing were performed. The reported condition could not be reproduced. The reported issue could not be confirmed. The sample received does not present the condition reported by the customer. A root cause could not be identified. No action plan is required at this time. This complaint will be used for tracking and trending purposes. D4 lot number: the lot number reported by the customer was incorrect. The lot number reported does not correspond to the product code mentioned.